Manufacturer narrative:
Updated film evaluation summary: five (5) photos were received from the account. One (1) photo shows the product pouch label with the serial number matching that reported by the account. Four (4) of the photos show the device handle with one of the tip capture release handle components detached. Device evaluation summary: there was no damage visible to the product shelf carton and tray. Device returned with tip capture release handle components detached from the handle. There was no damage observed to the component tabs or the mating slots. The components clicked together with no resistance noted. Components did not separate when tug test was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned to be implanted in a patient for the endovascular treatment of a 150mm in length thoracic dissection. It was reported during the index procedure when the packaging was opened it was observed that the back end wheel at rear end of the blue bracket appeared to be defective and had come apart. An additional device was opened and implanted successfully. Per the physician the cause of the event was related to the product. There was no adverse effect on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.